Event description:
It was reported to medtronic minimed that the customer noticed blank display,damage (physical or cosmetic). Customer reported blood glucose value of 230 mg/dl. Customer reported hyperglycemia treated with insulin pump. The event involved product(s) mmt-1886. Customer was not using the auto mode/smart guard feature at the time of the event. Customer was using the insulin pump system within 48hrs of reported event. Troubleshooting was performed and issue was unresolved. Instructed customer that pump will be replaced. No further patient complications were reported. The customer will discontinue to use the device. Mmt-1886 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the active current test, sleep current test, self-test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.0872 inches. No blank display noted during testing. Successfully downloaded history files and traces using thump. In further full review of the pump history on the event date of [10-jan-2025] bolus daily delivery total was [27.075u]. Basal daily delivery total was [7.25u]. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing, however, [offnopower on 01/10/2025 04:09:00.000] [was] found in the [history files or traces]. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Test p-cap locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, stained keypad overlay, cracked case, battery tube threads cracked, cracked case (battery tube), and cracked case-corner of belt clip rails. Blank display was not observed during analysis and passed all required testing. Blank display not confirmed. Cosmetic damage was confirmed at the back of the pump where battery tube threads cracked, cracked case (battery tube), and cracked case-corner of belt clip rails were noted. [Pump error [offnopower] was found in the [history files or traces]]. Unable to verify customer alleged for high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.